Event description:
During preventive maintenance of a device, stryker observed that the device did not complete the boot-up cycle. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The replaced system pcb assembly was further evaluted at stryker product analysis center (pac). The pac technician was not able to find a further root cause component. The cause of the reported issue was determined to be an inoperative system pcb assembly.

Manufacturer narrative:
During preventive maintenance, a stryker service representative observed the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was sent to stryker's long-term storage.

Event description:
During preventive maintenance of a device, stryker observed that the device did not complete the boot-up cycle. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.